Manufacturer narrative:
Product investigation completed. An allegation of a cylinder leak was reported. The ams 700 device was visually inspected. A leak was also identified in the cylinder body of one of the cylinders attributed to wear at a buckling fold with avulsion. A leak was found in the other cylinder that was considered a secondary failure due to the damage being consistent with explant damage. The ms pump was unable to be functionally tested as contamination was present. Product analysis concluded the reported events of cylinder leak. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a surgical procedure in which all the components were removed and replaced. During the surgery a leak in the cylinders was noted. The patient was said to be good after the procedure. It was further reported that the fluid leak was due to visible holes in the cylinders. The patient did not experience any adverse events.